Event description:
It was reported that a spectrum pump powered off when the door was pressed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation without a battery module or alternating current (ac) power adapter. Functional testing was performed using an in-house battery and ac power adapter, and was not able to reproduce the customer reported issue. An inspection on the rear case was performed with no issues noted to the battery pins. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed multiple events of ¿improper shutdown!¿. An "improper shutdown!" Message occurs at power up after all power sources to the pump are lost. The history log cannot be used to determine the means by which power became disconnected. Multiple events of "battery alert!" "Battery depleted!" "Battery very low!" And "battery low!" Were recorded in the history log. The reported condition of the device powering off was verified. The cause of the issue could not be determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.